Manufacturer narrative:
The device has been received. However, the device analysis has yet not began. A supplemental report will be submitted when the device investigation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo tip unintentionally detached. The detachable tip broke before injecting the onyx and the tip migrated. There was no friction or difficulty during injection. No force was used with the devices. The device was not stuck or trapped. No vasospasm occurred. No surgical intervention was required. This event occurred during the treatment of arteriovenous malformation. The anatomy was reported to have been minimal in tortuosity. The 2mm access vessel in the middle cerebral artery (mca). The reported device and any accessory devices prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
The apollo micro catheter (model: 105-5096-000 lot: a479011) was returned for analysis within a shipping box and within an opened apollo outer carton. An unopened apollo syringe adapter (part: 50414-001 lot: a473538) was returned with the apollo micro catheter. No product analysis is required for the apollo syringe adapter as it is not relevant to the compliant. The apollo total length was measured to be ~168.7cm, the usable length was measured to be ~162.1cm (specification : 165.0cm ± 2.5cm), and the apollo distal floppy segment was measured to be ~23.0cm (specification: 25.0cm +2cm -1cm). It could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. It was report that the apollo detachable tip is located in the distal m3. The tip was attempted to be retrieved, however, the attempts were unsuccessful. The patient was reported to have been recovered.